Manufacturer narrative:
It was reported that during a tka procedure, while placing femur block on, distal resection was very off. It seemed like it made the anterior cut in 20 degrees of flexion. The affected visionaire cutting block kit, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Our investigation including an engineering review by our visionaire team noted that after evaluation, it was found that the anterior of the femur was over segmented which could have cause misplacement of the cutting guide causing the observed complaint. A relationship, if any, between the device and the reported incident is corroborated. Incorrect segmentation is probably the root cause of the reported event. Based on this investigation, the corrective action has been implemented. The alignment engineer has taken steps to ensure that all surgeon preferences are met going forward. At this time we feel these actions will prevent recurrence of this failure. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that during a tka procedure, while placing femur block on, distal resection was very off. It seemed like it made the anterior cut in 20 degrees of flexion. Switched to standard instrumentation to complete the procedure. Surgery was prolonged. No impact or injury to patient reported.